Manufacturer narrative:
The vessel sealer extend instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. The lot number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. Furthermore, it was reported that bleeding occurred. At this time, it is unknown what the volume of blood loss was, what the cause of the bleeding was, and how the bleeding was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, bleeding was observed after the vessel sealer extend instrument completed the sealing cycle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not able to provide any additional information aside from that the procedure was completed as scheduled and after switching to the second vessel sealer. There were no further issues. No further information was available, including what tissue/vessel was bleeding, the amount of the blood loss, and how the bleeding was stopped.

Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis did not confirm nor replicate the customer's reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Energy was delivered without any issues and passed the cut test. The instrument passed electrical continuity. The instrument was tested multiple times and passed with no issues. The knife slot measured at 0.027¿ and the jaw gap verification passed at .003¿. No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.